Manufacturer narrative:
(B)(4). Device evaluation: this device was repaired on site at the reporting facility. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a depleted battery and is being addressed through mdq CAPA (B)(4). The main batteries were replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The customer reported a colleague infusion pump with a depleted battery, which caused the device to fail powering up. The reported condition was identified during biomedical testing. There was no documented patient injury or medical intervention related to the reported condition. The pump was categorized as a colleague 2006 pump with software version 5.09.90. No additional information is available.